Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The g2 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, the damage to the glass occurred due to excessive use by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the plan glass at distal end was damaged, additional findings were as follows: the outer tube was kinked; particles were found under the cover glass; chipping on the outside of the cover glass. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the ureteroscope 7.3/10.4 fr. X 430 mm, 5°, angled ocular, 6.4 fr. Channel optics fogged. There was no patient harm associated with the event. The device was evaluated, and it was found that the plan glass at distal end was damaged. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.